Event description:
It was reported that there were many short v-v intervals on the right ventricular (rv) lead. Lead impedance trends were stable, thresholds and sensing were within normal limits, and noise was not able to be reproduced with manipulation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).